Event description:
Reporter indicated a vns patient reported to him that she felt the vns had made seizures worse, and the vns was disabled on (B)(6) 2008. At the (B)(6) 2012 office visit, there was discussion of possibly turning on the vns again. All attempts for further information regarding the seizures have been unsuccessful to date

Event description:
Reporter indicated the patient's vns generator is at end of service. Surgery to replace the vns generator is likely, but has not occurred to date.